Event description:
Boston scientific received information that post device replacement procedure for normal end of life (eol), this chronic right ventricular lead was connected to the new device. Post procedure, all measurements were within normal range. Three months later, interrogation revealed an exit block had occurred. An urgent lead revision procedure was performed. This lead was removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
At this time, it is unknown whether this lead will be returned for analysis. Should the lead be returned, analysis will be performed or should additional information become available, this event will be updated.